Event description:
Via monitors have been intermittently showing an error code of "check collection bag" during routine operation of the monitor while connected to the pt. The sensors were replaced because the via blood results did not correlate with lab results - sodium results were reading high. Contacted via in 07/2004 and reported that it was difficult to flush the catheter back to the pt, and that the solution appeared to go back to the sensor or to an area that it was not supposed to go. There appeared to be blood deposits in parts of the extension set. Communicated with via about the suspicions, provided lot numbers for the sensor kits on hand. Pt sodium levels continued to rise despite interventions - unsure if the was a result of a faulty extension set or part of the disease process. Via monitors were removed from pts in 7/2004. The next day rep notified the co that they discovered a problem with the valve in the extension set. They shipped overnight replacements; the monitors were placed back in service the next day. Three days later the pts sodium levels continued to rise despite increasing fluids, blood deposits were seen in parts of the extension set and via blood results did not correlate with lab results. The use of via monitors is discontinued pending vendor resolution of the problem. Suspect solution from bag may have been returned to pt.